Manufacturer narrative:
Although the doctor identified three (3) different lots associated with the setting issue, the doctor could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4721155, 4735257, and 4777803. The doctor could not recall patient or incident details. The doctor had to cut off the multi unit bridge. The bridge will be cemented once a new one is made. To date, the patient is doing well. The products involved in the alleged incident were not returned and the lot numbers 4721155, 4735257, and 4777803 provided by the doctor do not exist; therefore, no evaluations can be conducted.

Event description:
A doctor alleged that two (2) patients had experienced the maxcem elite clear product setting up too quickly while seating their restorations. This is the second of two (2) reports.